Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. (B)(4). Phone number not provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the filter screen and the issue was resolved. The device passed electrical and performance verification testing.

Event description:
It was reported that the unit had low tidal volume. The device was in use at the time of the event; however, there was no patient harm. Event date not specified, estimate used.